Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.(additional): (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. The bladder rupture occurred during an unspecified process step. The device contained fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: f10/h6: health effect - impact codes (1) was updated to f27. B5: additional information was received that issue was observed by the pharmacist during collating all of the patients' treatments together in the chemotherapy day unit (cdu). Additionally, the device that was burst and leaking into the outer packaging was found by the releasing pharmacist when collating all of the patients¿ treatments together. H4: the lot was manufactured between september 13, 2023 and september 15, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.